Event description:
The customer stated that the spo2 levels were very low and monitor did not alarm. The monitor showed a flat line on spo2. Additionally, the nurse stated that the monitor went blank. The nurse rushed to pt and was able to reconnect pt to ventilator.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.